Event description:
Patient with h/o pulmonary embolus. Optease ivc filter was placed at an another hospital. The filter resulted in ivc thrombosis with extension of dvt to both lower extremities requiring extensive dvt lysis and stenting in order to clear the thrombus.